Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. The unit also had a scratched lcd window, a broken belt clip slot, and cracks on the display window corners and reservoir tube lip. The motor passed the motor test.

Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.